Manufacturer narrative:
The device was received on 01/13/2012. The investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center for an unspecified reason. No additional information was provided. There was no indication of a reportable malfunction. However, during verification testing at the service center leakage from the disposable batteries was noted in the battery compartment of the device.